Event description:
On 05/11/2023, (lls2223) reported to cas that dr.experienced an anterior capsular rent on case #(B)(4) and #(B)(4). Per dr, neither case was considered complicated and the reason forthe anterior capsular rents are unknown.

Manufacturer narrative:
Measure: this issue only impacts this specific device. Analyze: cas, (B)(4) reviewed the open call for lls2223. Procedure #(B)(4)- suction ring placement was well centered with adequate suction holding for the duration of the procedure. No patient movement is noted. Capsulotomy begins in frame #3 with full breakthrough in frame #7. Lens fragmentation and planned ak #1 followed. Laser functioned as designed. Procedure #(B)(4)- suction ring placement was well centered with adequate suction holding for the duration of the procedure. Significant patient movement is noted in frame #22. Capsulotomy begins in frame #3 with full breakthrough in frame #7. Area of hazy cornea is noted. Lens fragmentation follows. Laser functioned as designed. Root cause: laser functioned as designed. It is possible that the tear may have occurred from surgeon instrumentation placement or while removing the lens. Follow up- findings were communicated with surgeon. No further follow up required.

Event description:
On (B)(6)2023, (B)(6) reported to cas that dr. Experienced an anterior capsular rent on case #1770 and #1773. Per dr, neither case was considered complicated and the reason for the anterior capsular rents are unknown.

Manufacturer narrative:
Measure: this issue only impacts this specific device. Analyze: cas, (B)(6) reviewed the open call for (B)(6). Procedure #1770 - suction ring placement was well centered with adequate suction holding for the duration of the procedure. No patient movement is noted. Capsulotomy begins in frame #3 with full breakthrough in frame #7. Lens fragmentation and planned ak #1 followed. Laser functioned as designed. Procedure #1773 - suction ring placement was well centered with adequate suction holding for the duration of the procedure. Significant patient movement is noted in frame #22. Capsulotomy begins in frame #3 with full breakthrough in frame #7. Area of hazy cornea is noted. Lens fragmentation follows. Laser functioned as designed. Root cause: laser functioned as designed. It is possible that the tear may have occurred from surgeon instrumentation placement or while removing the lens.